Event description:
It was reported that air was observed in the patient line of the cassette during fill one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient did not check the patient line to confirm that the line was properly primed prior to connecting themselves for therapy. The technical service representative (tsr) assisted the patient with ending therapy. The patient was advised to contact their nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.